Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. A request was made to have the data from this icm device analyzed. Engineering analysis of icm device data confirmed the icm device had depleted prematurely. The root cause of the issue is unknown, and the icm device should be returned for a detailed analysis. However, no explant or replacement procedure has been scheduled at this time. Additional information was received where the boston scientific field representative indicated this icm device has reached end of service (eos) battery status after the rrt condition occurred. Technical services (ts) explained to the field representative once the eos condition occurs, the patient is no longer monitored and the icm device should be replaced and returned for analysis. However, no explant or replacement procedure has been performed at this time. No adverse patient effects were reported. This icm device remains implanted in the patient.

Manufacturer narrative:
This product remains implanted in the patient and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Analysis of stored latitude remote monitoring system data indicates premature battery depletion; however, the specific cause could not be determined. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. A request was made to have the data from this icm device analyzed. Engineering analysis of icm device data confirmed the icm device had depleted prematurely. The root cause of the issue is unknown, and the icm device should be returned for a detailed analysis. Additional information was received where the boston scientific field representative indicated this icm device has reached end of service (eos) battery status after the rrt condition occurred. Technical services (ts) explained to the field representative once the eos condition occurs, the patient is no longer monitored, and the icm device should be replaced and returned for analysis. Additional information was received indicating the icm device was explanted from the patient due to the reported battery issue. A monitoring product manufactured by another company was implanted in the patient as replacement. The patient recovered from the procedure. There were no reported patient complications or adverse patient effects. The explanted icm device is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. A request was made to have the data from this icm device analyzed. Engineering analysis of icm device data confirmed the icm device had depleted prematurely. The root cause of the issue is unknown, and the icm device should be returned for a detailed analysis. However, no explant or replacement procedure has been scheduled at this time. No adverse patient effects were reported. Icm device remains implanted in the patient.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. A request was made to have the data from this icm device analyzed. Engineering analysis of icm device data confirmed the icm device had depleted prematurely. The root cause of the issue is unknown, and the icm device should be returned for a detailed analysis. However, no explant or replacement procedure has been scheduled at this time. No adverse patient effects were reported. Icm device remains implanted in the patient.